Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. Review of the most recent repair record determined: locking issue with lid opened during use. The device was not repaired and sent to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the battery housing was damaged, and during use the handpiece intermittently stopped functioning or failed to power on. As a result of the investigation it turned out that the locking mechanism of the housing got damaged. No consequences or impact to the patient. Attempts have been made and no further information has been provided.